Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was moving in the pocket site. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. During the replacement procedure, it was seen that one of the sutures was not holding in place.

Manufacturer narrative:
The allegation that a suture hole was broken was confirmed. Microscopic inspection of the header showed the silicone over the right suture hole was completely split. No other anomalies or damage was observed. The ipg was tested to manufacturing specifications using the automated test equipment and passed all tests. The root cause of the reported issue could not be determined. There is no indication that the reported event was due to the device itself.